Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was detected due to oversensing during a follow-up. Technical support was contacted. As a result, the physician replaced the lead which was confirmed to be capped. The patient is doing well.